Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Customer stated power error detected recurred within a week of troubleshooting of previous occurrence. Customer stated the insulin pump was not exposed to moisture recently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Internal lithium battery monitored for 2 days. Device received error 25, problem isolated to internal lithium battery.